Event description:
The customer reported that the central nurse's station (cns) was emitting no sound there was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was emitting no sound. No patient harm was reported. Investigation summary: technical support (ts) attempted to troubleshoot the issue with the customer, but the issue remained. Ts later attempted to contact the customer to check another audio cable and aux port, but the customer was unresponsive. Qa sent a follow-up to the customer, and they replied that the issue had been resolved by plugging the speaker cable into the middle aux port. They stated that the sound had worked previously, and they were unsure how the speaker cable had gotten moved to the incorrect port. The cause of the issue was a user error in set-up of the device and placement of the speaker cable. The speaker cable was not plugged into the correct aux port. It is possible that the cable was removed and not plugged back into the correct port while the user was performing maintenance or cleaning the device. A review of the device's serial number did not show any recurrence or other relevant complaints. The cns-6201 administrator's guide details proper placement of the speaker cable on the processing unit in the installation and connections section. The nature of the issue was user error. Nk will continue to monitor and trend similar complaints.

Manufacturer narrative:
The customer reported that there's no sound coming out of this central nurse's station (cns). Technical support (ts) troubleshot the issue; however, the problem persisted. Ts later contacted the customer to check another cable (aux cable), but there was no answer so ts left a voice mail for the customer. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that there's no sound coming out of this central nurse's station (cns). There was no patient injury reported.